Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the mid left anterior descending artery with mild tortuosity and moderate calcification. The 2.5 x 20 mm tenku balloon catheter was prepared per the instructions for use without issue, and advanced. The balloon catheter was inflated to 14 atmospheres (atm); however, during deflation, the balloon took longer to deflate. The balloon was fully deflated and removed without issue. A non-abbott balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: fielder, guide cath: mach 1 vl35. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in japan by st. Jude medical japan company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Device type and g5/PMA/510k number of this medwatch correspond to the device currently marketed for sale in the us.